Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing poor performance an open electrodes. Device testing was within normal limits. The recipient reportedly underwent a tympanic membrane repair surgery. Revision surgery will be scheduled.

Manufacturer narrative:
Correction information: section: d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed and will not pursuing revision surgery. Device testing revealed results within normal limits. The recipient is using the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.